Event description:
A facility reported while using a glidescope titanium lopro t4 reusable laryngoscope, the screen on the connected monitor displayed a fuzzy and distorted picture and was continuously flickering as the lopro t4 was inserted in the patient's mouth to intubate. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
Review of complaint history for the subject device identified one prior complaint reported to verathon in (B)(6) 2025, which also involved poor image quality. The device was manufactured on (B)(6) 2016 and, at the time of the (B)(6) 2025 complaint, exceeded the three (3) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Following receipt of the (B)(6) 2025 complaint, verathon was informed by the facility's distributor that the device had already been discarded and was therefore not available for return to verathon for evaluation. As the device was not available, the cause of the reported poor image quality could not be confirmed. However, based on the device age at that time (eight [8] years and ten [10] months), it was determined that use beyond the expected product life may have caused or contributed to the reported event. Verathon communicated this assessment to the facility's distributor and reminded them that, prior to each use, users are to verify proper device operation and absence of damage in accordance with the omm. A second complaint involving the same device has since been reported to verathon. Following receipt of this newly reported event, return of the device is anticipated; however, at the time of this report, the device has not been received by verathon. At the time of the current report, the device remains well beyond the expected product life as defined in the omm. Verathon remains in contact with the canadian distributor and continues to investigate the reported event. A supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
B4, e1, e2, e3, g2, g3, g6, h2, h6, h11. As previously reported, this is the second complaint involving the same device previously reported to verathon. Following receipt of this newly reported event, return of the device was anticipated; however, at the time of this report, the device has not been received by verathon. Verathon's canadian importer/distributor reported on 18-feb-2026 that there was a flood in the facility's holding office of the subject device, therefore its return to verathon for evaluation is unlikely to occur in a timely manner. At the time of the current report, the device remains well beyond the expected product life as defined in the omm which may have caused or contributed to the reported image quality degradation. Should the device be returned to verathon for evaluation, a supplemental report will be submitted at that time. Corrective action is not required at this time. Verathon will continue to monitor for trends.